Event description:
Screw backed out of plate requiring a revision surgery. Astura was not notified of this until (B)(6) 2025.

Manufacturer narrative:
Performance testing of the implants show they meet our established performance requirements.